Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during intraocular lens (iol) implantation procedure it was found that the lens did not adequately exit the injector, resulting a failure of the implantation process. The lens subsequently came out of the rail, making it impossible to use safely and properly. Additional information received sating that there was no patient harm.